Event description:
The product was implanted on 9/27/96. A chest x-ray was done on 5/9/97 as part of post radiation therapy. The x-ray showed the catheter was fractured and the distal half of the catheter was in the pulmonary artery. Transcatheter foreign body retrieval was performed on 5/13/97 by dr. And the catheter was removed successfully.